Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal-n pd-2 1.5 therapy. On an unreported date, the patient began dianeal-n pd-2 therapies with the homechoice and clean flash (1.5% 2500ml x4 bags per day, ip, frequency not reported) for chronic renal failure. On (B)(6) 2010, the patient felt that her bed was wet. She noticed a pinhole in the tube of her uv transfer set. On the same date, she came to the hospital. The patient's uv transfer set was exchanged and the patient's peritoneal effluent culture was performed. The patient was diagnosed with peritonitis and hospitalized. As treatment, antibiotics were given to the patient via intravenous drip. On (B)(6) 2010, the event was resolving. Antibiotics were changed to oral administration. The nurse believed the event was due to the pinhole in the tube of the patient's uv transfer set and was not related to dianeal n. The pinhole of the uv transfer set was probably due to the patient's handling mistake. A physician provided the following follow-up information on (B)(4) 2010: the physician diagnosed the event as unspecified peritonitis. When the event occurred, the patient had no exit site or tunnel infection. The patient's uv transfer set was in use for several months. The physician thought that the event was due to the pinhole in the tube of the patient's uv transfer set. The pinhole of the uv transfer set was due to the patient's mistake in using the clean flash. The issue was not related to product quality. As of (B)(6) 2010, the patient's pd therapy was ongoing. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Received one used set with cap on spike and no cap on patient connector in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut tubing approximately 1 5/8? And 3 ?? From sleeve in closed position. The complaint was confirmed in the lab for leak. The root cause was determined to be use error; damaged during clean flash operation. The lot number was not provided, therefore a batch review could not be conducted. Baxter conducted a labeling review and concluded the existing product documentation is adequate to prevent the problem which occurred. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. Upon completion of baxter's investigation, a follow-up medwatch report will be submitted. A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.